Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer's allegation from (B)(6) 2025 was no a reportable event. It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects at the nozzle. There was no patient involvement.